Event description:
It was reported that after one week post ivc filter implant the pt presented with pain. A CT scan demonstrated that three limbs have perforated the ivc wall. One limb has reported to have perforated the iliac artery from the ivc wall. The pt is on anticoagulant therapy and is reported to be stable.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The sample remains implanted; therefore, the sample eval can not be completed. The investigation is currently underway.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned, however, images were reviewed. The review of axial, coronal, and sagittal plane CT images demonstrate a vena cava filter in the ivc. Two attached filter limbs are noted to extend outside the ivc wall. An accurate assessment of filter limb configuration cannot be made due to the image modality. Based on the images provided, perforation of the ivc can be confirmed. However, a definite root cause cannot be determined based on the info available. The current IFU (instructions for use) states potential complications, pain, perforation or other acute or chronic damage of the ivc wall.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Additional information: (B)(4). Outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices); the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of deep vein thrombosis and pulmonary embolism despite therapeutic anticoagulation had an inferior vena cava filter deployed at the level of the third lumbar vertebra. The filter was deployed fully open and in an upright position. There were no complications. Approximately one week post filter deployment, CT scan performed for complaint of abdominal pain demonstrated findings suggestive of retroperitoneal hematoma along the course of the right iliopsoas muscle. CT scan also demonstrated an ivc filter appearing to be in place. Approximately three weeks post filter deployment, the patient presented for filter retrieval. Review of the CT scan demonstrated a malpositioned ivc filter with caudal migration with one strut perforating the common iliac artery and another strut perforating the psoas major on the right side with a hematoma. An inferior venacavogram was performed which demonstrated the filter tilted in the low infrarenal ivc with the hook incorporated into the ivc wall. A filter strut was malpositioned in the right extraluminal space. A second strut was malpositioned in the left extraluminal space. A retrieval system was advanced, but was unable to snare the tip of the filter. Another retrieval system was used and the filter hook was engaged and the filter was sheathed and subsequently removed. Examination of the filter revealed the entire filter was removed. Another manufacture's vena cava filter was prepped and deployed in the infrarenal ivc. The patient tolerated the procedure well without immediate complication. Investigation summary: the device was not returned. Images were reviewed. The device was not returned for evaluation. Images were provided for review. Medical records were provided and reviewed. Based on the images provided, two limbs were identified extending outside the ivc. Based on the medical records, the investigation can be confirmed for caudal migration, tilted filter, perforation of the ivc, and removal difficulties. Additionally, the image review also confirms for the perforation of the ivc. Per the medical records, the filter was tilted with the hook incorporated into the ivc wall. A tilted filter could lead to retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; perforation or other acute or chronic damage of the ivc wall; filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after one week post ivc filter implant the patient presented with pain. A CT scan demonstrated that two limbs have perforated the ivc wall, and a hematoma was discovered at the perforation site. One limb has reported to have perforated the iliac artery from the ivc wall. The patient is on anticoagulant therapy and is reported to be stable. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated, and migrated caudally. The device was removed percutaneously, a second filter was placed and subsequently removed. The status of the patient is unknown.